Manufacturer narrative:
Bci customer technical support (cts) assisted the customer troubleshooting the issue over the phone. The customer found the tubing was disconnected at the wash tower. The customer re-connected the tubing and had no further issues. Service was not dispatched for this event. Hardware was the root cause for this event.

Event description:
A customer contacted beckman coulter, inc. (Bci) concerning a liquid (wash buffer ii) leak at the wash tower on access 2 immunoassay system. There was no injury or exposure to hazardous fluids.